Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). A companion sample is being sent back for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 5. The technical service representative (tsr) explained the alarm. The hp did not disconnect and the clamps were closed on the unused supply lines. There were no leaks. The hp cycled the power. The tsr assisted to retrieve the cassette and advised the hp to let the nurse know about the alarm. The hp is traveling and does not have manual supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that nothing was noticed with the supplies. The nurse was contacted regarding the event and no patient injury or medical intervention was reported.